Event description:
An event involving the product primary plumset, pe lined tubing, 107 inch reporting after connecting the IV drip, water droplets slowly seeped out from the air vent. There was patient involvement but no patient harm.

Manufacturer narrative:
(B)(6). The device has been requested for evaluation, however, it has not yet been received.